Event description:
It was reported that the handheld screen stopped responding. The company representative was unable to navigate the software. A hard reset was performed, and the device could not be setup because the screen would still not respond. A replacement programming tablet was provided to the physician. The suspect handheld has not been received by the manufacturer to date for analysis.

Event description:
The handheld and related software were received by the manufacturer for analysis. An analysis was performed on the returned handheld and the reported allegation was not verified. No anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. The handheld, flashcard and software performed according to functional specifications.